Event description:
The patient experienced a loss of therapeutic effect, impedance measurements were noted as normal although some were "a little higher" than normal. Additional information was requested.

Manufacturer narrative:
(B)(4).